Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken locking collar on mics. Tha procedure delayed approximately 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: it was reported that the locking mechanism of the mics failed in a tha case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot k09gw and 22 including 4202166 were accepted into final stock on 05/10/2017. A review of qt17-05-0038 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09gw, p/n 209063 shows 05 other complaint related to the failure in this investigation. The complaints are (B)(4).. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904. H3 other text : device not returned

Event description:
Broken locking collar on mics. Tha procedure delayed approximately 5 minutes.